Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility¿s biomedical technician (bmt) reported that the ultrafiltration (uf) pump turned off during a patient¿s hemodialysis (hd) treatment. Follow up revealed that the uf pump never turned on at the beginning of treatment, and as a result the uf time had to be extended by fifteen minutes. The patient¿s uf goal was reached and it was confirmed that the correct amount of fluid was removed, but only because of the time adjustment that was made. It was confirmed that no adverse effects were experienced by the patient, and no medical intervention was required as a result of the reported event. There were no patient complaints or symptoms during or after the treatment, and no extra treatment was required. There were no machine alarms that occurred during the treatment. After the patient completed their treatment, the machine was pulled from service for evaluation. The machine passed all functional testing and was found to be within manufacturer specifications. The machine was returned to service and reported to be fully operational at the time of follow up.